Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not used the ins system in a year or year and a half. The patient said they turned it off because the stimulation irritates their right side pain more than it helps it. The patient stated it just irritates it and it hurts too bad. The patient said when the stimulation is on they get pain really bad in their groin area and it's so bad that it doubles them over. The patient said they have an appointment to see the healthcare professional in a week or two. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient doesn't use their device often because ins irritates more than it helps but they turned it on because they have been having sciatic problems in their right leg and wanted to see if device turned on would help. The patient reported the sensation was annoying and it feels like a "zap, zap, zap". No further complication was reported at this time.